Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("hsg concluded the left essure was in the uterus"), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, device expulsion, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 6 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure was in the uterus. Ultrasound scan vagina - on 11-oct-2018: anteverted uterus with what appears to be an essure device within the endometrium. Both ovaries and adnexas appear well. There is a dominant follicle on the rt ov measuring 1.4 x 1.1x1.3 cm. What appears to be both essure coils came out during biopsy.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("hsg concluded the left essure was in the uterus"), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, device expulsion, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 6 trailing coils at both sides diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure was in the uterus. Ultrasound scan vagina - on (B)(6) 2018: anteverted uterus with what appears to be an essure device within the endometrium. Both ovaries and adnexas appear well. There is a dominant follicle on the rt ov measuring 1.4 x 1.1x1.3 cm. What appears to be both essure coils came out during biopsy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received : event "hsg concluded the left essure was in the uterus", reporter, lab data added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("hsg concluded the left essure was in the uterus"), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, device expulsion, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 6 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure was in the uterus. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan vagina - on (B)(6) 2018: anteverted uterus with what appears to be an essure device within the endometrium. Both ovaries and adnexas appear well. There is a dominant follicle on the rt ov measuring 1.4 x 1.1x1.3 cm. What appears to be both essure coils came out during biopsy. Lot number: he012xz manufacturing date: 2017-01 expiration date: 2020-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("hsg concluded the left essure was in the uterus"), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, device expulsion, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 6 trailing coils at both sides diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure was in the uterus. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan vagina - on (B)(6) 2018: anteverted uterus with what appears to be an essure device within the endometrium. Both ovaries and adnexas appear well. There is a dominant follicle on the rt ov measuring 1.4 x 1.1x1.3 cm. What appears to be both essure coils came out during biopsy.. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent periods"), abdominal distension ("bloating"), bacterial vaginosis ("bv"), fungal infection ("yeast infection") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, abdominal distension, bacterial vaginosis, fungal infection and fatigue outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, fatigue, fungal infection, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received: case category updated to serious incident, essure insertion and removal date, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.